Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient contact requested technical support after the patient encountered a make sure the heater bag is on the heater tray alarm during fill 2 of 2 during the previous nights treatment. The patient cancelled the treatment and upon removing the cassette observed evidence of a fluid leak inside the cassette housing. The patient was advised to contact the peritoneal dialysis nurse and to discontinue use of the cycler. Follow up with the patient indicates that the clinic was notified of the alleged event and there was no complications experience or medical intervention. The patient completed treatment with continuous ambulatory peritoneal dialysis. The patient reported discarding the cycler set.

Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reported symptom (power fail recovery failed) was not confirmed. The reported symptom (hb make sure hb is on ht tray and unclamped) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was powered off twice during the treatment test. Both times when the unit was re-powered, it successfully completed the power fail recovery sequence and the treatment was able to be resumed. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. An internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
"."